Manufacturer narrative:
The oxygen gas module was replaced and the ventilator restored to use. The hospital biomed opened up the oxygen gas module and took pictures. The received pictures show overheated components on pc 1586. Based on the replaced part, received pictures and our investigations of similar complaints, the cause was the failure of capacitors on the current servo (which comprises of the printed circuit board pc1585 and pc1586) within the gas module. The failures were caused by age induced wear. The failure of the capacitors allowed a high current flow through the inductor coil l1, which in turn led to the overheating of the coil and smoke from its plastic coating. In case of failure of the current servo within the gas module, an upper pressure alarm and/or minute volume alarm will be generated if the parameters exceed user set limits. An improved gas module which withstands higher currents and with an additional protective functionality that limits the current in case of component failure and reduces the likelihood of overheated and smoking components, was implemented in production and as a spare part in 06/2002. The reported oxygen gas module was of an old type and was manufactured before this change. (B)(4).

Event description:
It was reported that while the ventilator was in standby mode, the staff smelled a burnt smell from the ventilator. (B)(4). (B)(4).